Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced an unexpected alarm. The customer's blood glucose was 316 mg/dl at the time of incident. The customer inserted a new battery but the insulin pump turned on alarming unexpected restart. The customer changed the battery 7 times. The device will not return for analysis.